Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was provided that when patient presented remote via merlin. Net transmission ventricular intermittent undersensing was observed. Programming changes were made. Patient was stable.